Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2316-50 serial/lot: (B)(4) description: infinion 1x16 perc lead kit-50cm model: sc-3400-30 serial/lot: (B)(4) description: infinion splitter 2x8 kit (30 cm) it is indicated that the leads will not be returned for evaluation; therefore failure analysis of the complaint devices could not be completed. A review of the device history records for the leads will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had their ipg repositioned due to discomfort in the pocket as the patient was thin and the original positioning of the ipg was uncomfortable. The physician observed high impedances on the leads but decided to leave the leads implanted. The splitters were removed but the physician did not suspect anything wrong with them. After surgery the patient was reported as doing well.

Manufacturer narrative:
Additional information was received that the patient had difficulty charging the ipg. The scs battery was moved from the patients buttock to the abdominal wall to reduce battery pain and facilitate recharging.

Event description:
A report was received that the patient had their ipg repositioned due to discomfort in the pocket as the patient was thin and the original positioning of the ipg was uncomfortable. The physician stated that the patient¿s weight loss contributed to their pocket site discomfort. The physician observed high impedances on the leads but decided to leave the leads implanted. The splitters were removed but the physician did not suspect anything wrong with them. After surgery the patient was reported as doing well.

Event description:
A report was received that the patient had their ipg repositioned due to discomfort in the pocket as the patient was thin and the original positioning of the ipg was uncomfortable. The physician stated that the patient¿s weight loss contributed to their pocket site discomfort. The physician observed high impedances on the leads but decided to leave the leads implanted. The splitters were removed but the physician did not suspect anything wrong with them. After surgery the patient was reported as doing well.